Manufacturer narrative:
Product event summary: controllers with unknown serial number were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; the root cause of bent socket pins is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Additional products: brand name: heartware ventricular assist system ¿ controller / model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk / UDI #: (B)(4) / device available for evaluation: no / mfg date: unk / labeled for single use: no / (B)(4) this event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted after a loss of consciousness. Per the patient, they had attempted to connect their controller to wall power after taking a shower on batteries. The patient was unable to connect to batteries. The patient then attempted to connect to a back up controller. However, the patient connected the driveline first before connecting power source and began to loose consciousness. The patient's family was present and called 911. The ventricular assist device (vad) team made contact with the patient's son who reported the power was connected to the controller and the patient was in ambulance on his way to the hospital. When the patient arrived to the hospital with one working battery was connected and the controller had one power source port with bent pins. A second controller exchange was performed due to bent pins on the second power source port. Logfiles showed the vad was stopped for 20 minutes. The vad remains in use. No further patient complications were reported as part of the event. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.